Event description:
It was reported that the patient experienced ineffective stimulation. Reportedly, the physician ordered a computed tomography (CT scan). As a result, the patient underwent surgical intervention wherein the lead was replaced and repositioned. Effective therapy was restored post operatively.